Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient thought their bladder had fallen on monday (B)(6) 2022 and that their external device was stolen a few years ago. The patient stated that they had an appointment with their health care provider (hcp) later that day (B)(6) 2022 and the hcp had told them to call the manufacturer company about replacing the device. The patient further explained that on monday, they started bleeding a dark brown color. They thought they had gotten their period, but later that week they started feeling "something down there," and noticed something was "weird" like they had a tampon down there or like they were carrying a ball that was going to fall out and the stimulation felt really high. The patient's stimulation felt really "elevated" and made them feel "horny" all the time. The patient mentioned that prior to this, they hadn't been feeling their stimulation but attributed it to them not having their external devices. It was also then that they noticed their neurostimulator had been "jerked way down" their back and the patient thought their bladder falling had pulled it down. The patient stated their neurostimulator had been farther up their back but now the physical battery pack had moved. They could feel and see that it been " pulled" and that it was closer now to their "butt-crack." Patient services (ps) asked the patient if they'd had any recent falls or traumas and the patient explained that they'd been in the hospital for a month in october of 2021, where they performed a decortication of their right lung and the patient had corona virus. The patient stated that they had lost a lot of weight at that time. Ps reviewed the potential impact of weight loss on an implanted system and redirected the patient to follow-up with their hcp about their concerns. As the patient did not have their external equipment to check the settings, ps suggested the patient first meet with their hcp to discuss their current concerns about their implanted system. Ps stated the patient could be re-directed to the lost-stolen vendor but that prior to having the external device replaced the patient should discuss next steps for the implanted system. The patient may call back to request a replacement external device after they've met with their hcp later today.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.